Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information: the surgeon states that he has not changed his surgical technique, and anesthesia and anticoagulation protocols have remained the same. He uses psee60a with gst60w reload to complete the jejunojejunostomy and on the top of the anastomosis. The surgeon states that he believes that the jejunojejunostomy is the site of the bleeding. The surgeon states that there were no issues with hemostasis or staple formation in the initial procedure. The bleed is detected through blood work drawn on the patient post-operatively. The patient did not require surgical intervention. The surgeon states that he does wait the suggested 15 seconds prior to firing the device on tissue. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that following an unknown procedure, there was post-operative bleeding on the entero-entero anastomosis. Intensive care. 7 hospitalization days.